Manufacturer narrative:
The handpiece was received by the manufacturer and the complaint was confirmed. Internal components were evaluated and the rotor assembly was found to have worn bearings. The rotor assembly was replaced and add'l preventative maintenance was performed. The handpiece was returned to the customer.

Event description:
It was reported that during a surgical procedure, the drill was heating up. There was no pt or user injury reported, and no adverse consequence alleged with this event.